Manufacturer narrative:
H.6. Investigation: a device history record review was not performed as the lot is unknown. Based on the investigation results, an exact cause for this incident could not be identified. To aid in the investigation of this incident, one photo was received for evaluation by our quality team. The picture shows a syringe with scale printing issues, part of the scale is missing. A cause for the reported incident could not be determined, however it is possible that a jam may have occurred at the barrel printing process that induced the incident.

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced missing/illegible scale markings. The following information was provided by the initial reporter: syringe scale error.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd 60ml syringe luer-lok¿ tip experienced missing/illegible scale markings. The following information was provided by the initial reporter: syringe scale error.